Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported the cartridge plunger became stuck on piston rod and an unknown amount of insulin spilled in cartridge chamber. This occurred during cartridge change. Infusion device was allowed to air dry for at least 24 hours, and patient used backup infusion device during this time. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. No product will be returned for evaluation.